Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. The customer chose to load a new cartridge independently to resume insulin delivery and declined further troubleshooting. No additional information was provided regarding the outcome of the event.